Event description:
It was reported that the patient had an endeavor sprint over the wire stent implanted. It was reported that the stent was deployed at 16atms with no complications. Final angiographic images were obtained post stent implant and revealed <(><<)>5% residual. It is alleged that the patient experienced a stroke at an unknown time following the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.